Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump was no longer functioning. The customer's doctor told him to revert to shots. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
This report is provided to supplement our original medwatch with additional information.

Event description:
The blood glucose reading at the time of the alarm for a compromised force sensor system was 394 mg/dl. The insulin pump had not been dropped or bumped, but the drive support disk was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer also reported that the insulin pump had alarmed for a battery out limit after the battery was changed. The blood glucose reading at the time of the battery out limit alarm was 131 mg/dl. No troubleshooting was performed because the insulin pump was being replaced.